Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 years ago from date manufacturer was made aware. Block d6b: explant date: 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: 7041771.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation despite reprogramming attempts. No device malfunction was suspected. All explanted device components were discarded by the facility.